Event description:
It was reported that the patient experienced issues with the cartridge when a plunger came out while filling with insulin. The patient noted that the plunger was not fully positioned toward the grey cap during the fill. Guidance was provided on using a syringe to remove any air and ensuring the cartridge is placed on a flat surface when filling to avoid overfilling. The patient was walked through the supply change using contact detach and was able to complete the process successfully. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.